Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to the corroded keypad traces. The device also was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 317 mg/dl, which the customer treated with an insulin pen in the morning. No significant events leading to the keypad issues were observed. The customer also noted that she received a battery out limit alarm, for which she could not troubleshoot due to the keypad issues. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.